Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not accurately updated in pyxis patient profile. A technical support specialist (tss) check for external messages received on the 20th and 21st indicated that some messages were not crossing for bestcare. Active order samples and discontinued order samples were checked, but no active orders were found in the database or patient encounter system (pes). Discontinued orders continued to display on the station because the end date was set to 15th december. Bd external messaging services were restarted on the server. Iest expertise was sought to verify whether messages from 20th and 21st november were crossing to carefusion coordination engine (cce), then he cce server details were updated in the case description, and the case was assigned to the iest queue. Further the tss confirmed that unable to define if a discharge was received based on the age of the example, so reached out to the customer about this. Further follow up made to get the resolution but no response received, if any new information received will reopen the complaint. There was no information received about repairs.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not accurately update in patient profile discontinued orders were still showing up as active and some new orders were not showing up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not accurately update in patient profile discontinued orders were still showing up as active and some new orders were not showing up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.